Event description:
This pt was enrolled on the (B)(4), a multi-center prospective aneurysm clinical trial, and was randomized to the bare platinum treatment arm. The pt is a (B)(6) female who presented with a ruptured aneurysm in the right anterior communicating artery. The aneurysm was coiled on (B)(6) 2013, the pt complained of left sided weakness. An angiogram was performed and showed a right carotid dissection. A carotid stent was placed. An MRI was also performed and showed multiple foci of right frontal acute infarcts. This event is still ongoing and was reported as a serious adverse event due to the event resulted in life threatening illness or injury and resulted in permanent impairment of a body structure or body function.